Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent unilateral removal and replacement with a left-sided 535cc mentor memorygel xtra breast implant on (B)(6) 2024, for an undisclosed reason. However, during the surgery, a ruptured left breast implant was discovered. T here were no reported procedural delays or patient consequences due to the discovery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast reconstruction revision manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2025, mentor received the following additional information: the impetus for the surgical revision surgery was provided. During a routine follow-up with a medical professional, the patient stated a lack of projection of the left breast with some change in breast shape. The healthcare professional observed the left inframammary fold was lower than the right side and diagnosed the patient with left breast implant malposition and left breast asymmetry. As a result of these issues, the patient requested the revision surgery. Reason for device explant and/or reoperation: anisomastia, device migration. On january 17, 2025, mentor completed a reevaluation of the device as the authorization form for examination was received and per the new information. The following was added to the device evaluation: updated device evaluation: mentor reconducted a visual inspection of the device. Visual analysis of the breast implant device revealed a crease/fold on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 12, 2024, the mentor analysis lab received the suspect medical device for evaluation. On december 13, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in three (3) parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).